Event description:
Customer reportedly received the following results, compared to a professional meter, within 10 minutes: 26.0 mmol/l (mobile) and 8.0 mmol/l (hospital meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.